Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the soft cannula not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism did not deploy early as reported, as the pod was received with the needle mechanism not deployed. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack did not affect the functionality of the pod.